Manufacturer narrative:
The representative evaluated the device on site. It was determined that this was a therapy knob alignment issue. This did not cause any operational issues, and the device was fully operational. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's therapy knob was misaligned. There was no patient involvement.